Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision to take place on :(B)(6) 2012. Asr xl (left). Reason(s) for revision: pain. Note: we have sent conditional approval and we will receive the product details only after the revision surgery from depuy sales person.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.